Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's blood glucose level was 304mg/dl, and their sensor reading was 400mg/dl. The difference was unavailable. Troubleshoot was conducted. The customer was presented new information on sensor and blood glucose differences and readings. The customer will turn sensor off and reconnect old sensor. The customer is being sent sensor replacement.